Event description:
It was reported that the device could not be interrogated, there was no output, and a longevity estimate about two months earlier was seven months of battery life remaining. The patient presented with a heart rate of 40 bpm. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires. Other: trueikappa 700 srimplantable pulse generator. It was reported that the device could not be interrogated, there was no output, and a longevity estimate about two months earlier was seven months of battery life remaining. The patient presented with a heart rate of 40 bpm. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: wire component/subassembly failure. Device was out of specification in a manner that relates to event. Interrogate, failure to output, none.